Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/04/2019, that on (B)(6) 2018, the doctor's dexcom transmitter was "not working". No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.